Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 120 units. It was unknown how much insulin had been delivered. The customer's blood glucose level was approximately 300 mg/dl, which was addressed with manual injections. The customer loaded a new cartridge successfully and received an accurate fill estimate.